Event description:
Additional information noted that the patient was in a terminal care unit. Tachycardia therapy was off cause as the patient wished so and the bradycardia pacing has been around 1% .life expectancy is not very long with the cancer. Additional information from the home monitoring system was pending.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. It was noted that the patient has terminal cancer and does not need tachycardia therapy turned on but needs pacing support. The physician did turned off tachycardia therapy but does not want to do a device change as patient has terminal cancer thus other options were requested. Boston scientific technical services (ts) discussed that they can review data to provide recommended change out time and physician can continue to request updated analysis as the change out time tends to be conservative and if things remain stable the device will likely have more life then initial recommended change out time. A patient initiated interrogation was also discussed for further review of the data by ts and engineering. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Data analysis showed the battery appeared to be depleting more quickly than expected.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information. The patient implanted with this device passed away from cancer. The device was not explanted post-mortem and will not be returned for laboratory analysis.